Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used sample was received in reference to "missing injection port causing a leak." A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected with missing port confirmed in the lab. A root cause of the missing injection port could not be determined based on the information available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A peritoneal dialysis (pd) nurse contacted product surveillance to report an effluent sample bag that she was using was missing the injection port causing a leak. The nurse had the sample available for evaluation. There was patient involvement, but there was no patient injury or medical intervention reported.